Event description:
The manufacturer received information alleging the unit stopped delivering air a few times. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. Occurrence reboot caused by e95 was confirmed in the error log. The main board was replaced to resolve. The ac power disconnected alarm was confirmed. The connector on the unit connecting side of the ac power adapter was loose. Power supply was replaced. The overall unit was checked, cleaned and functionally tested. The software version was upgraded to 3.6.2